Manufacturer narrative:
Additional narrative: this report is for one (1) unknown (cage) implant. Device was not explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the instrument could not be removed from the implant following the application of the cage during a surgical procedure on (B)(6) 2015. The cage (with the attached instrument) was removed for dismantling. The same cage was then applied with the pusher. A dura injury was addressed via sutures. A surgical prolongation of sixty (60) minutes was noted. This report is for one (1) unknown (cage) implant. This report is 4 of 4 for (B)(4).